Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of vad-17106. The device was returned assembled with the driveline cut approximately 12 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned detached from the device. Examination of the rotor inlet upon disassembly of vad-17106 revealed thrombus formations surrounding the bearing ball of the rotor. The laminated structure of this deposition and its areas of denaturation surrounding the bearing ball indicate this deposition was present while vad-17106 was supporting the patient. Examination of vad-17106 upon disassembly revealed two depositions within the proximal side of the outlet stator, lodged between the bearing ball and the stator blades. This deposition¿s lack of laminated layering indicates that it did not form in the outlet stator. The areas of denaturation surrounding the bearing ball indicate the deposition was present while vad-17106 was supporting the patient. Although a root cause for the formation of the observed depositions and a duration for which they were present in this location could not be determined through this evaluation, these depositions would have contributed to the patient¿s reported hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced an episode of gi bleeding during the post-op period and had recently been transferred to the acute rehabilitation unit, but was readmitted to the hospital floor due to an elevated lactate dehydrogenase (ldh) of 600 u/l and was receiving integrilin. The patient's ldh trended down from 600 u/l to 540 u/l in 24 hours and the inr was 2.2 compared to 1.3 several days prior. It was reported that the patient was experiencing estimated flows that were lower than normal ranging from 2.8-3.5 lpm and were fluctuating within seconds to 6 lpm. Pump powers were reported to be in the low 4 range fluctuating to 5+ watts with pulsatility indexes (pi) in the 7-8.5 range. There were no reported alarms for the event. The patient's system controller was exchanged but the pump readings remained unchanged. The patient's mean arterial pressure (map) by doppler was 70mmhg. The pump speed was increased from 8800 to 9000 rpm and the patient continued to be monitored. On (B)(6) 2015, a ramp echocardiogram showed the left ventricle was unloading as evidenced by decreasing left ventricle size with increasing pump speeds, and the aortic valve staying closed at 10,000 rpms. The speed was changed to 9400 rpms and the estimated flow was at 3.5-3.9 lpm. The patient's ldh and inr were in normal ranges. On (B)(6) 2015, it was reported that the patient's pump was explanted for suspected thrombus and was replaced with another manufacturer's device. No information regarding the patient's lab values or pump parameters after (B)(6) 2015 were provided.